Event description:
A surgeon reported an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Ther product investigation could not identify a root cause. There were not other complaints reported in the lot. Additional information has been requested by phone, fax and mail on (B)(4) 2013. (B)(4).